Manufacturer narrative:
A steris service technician inspected the unit and found debris in the steam sump valve of the washer. The foreign debris prevented the valve from closing properly which in turn prevented the steam from venting, subsequently causing the washer to alarm. The technician confirmed the debris was a metal ring that had come from the facility's steam line. The technician replaced the valve and placed the washer back into service. No further issues have been reported with the equipment. The washer has a strainer that acts to collect such debris; however, the technician noted during his inspection that the strainer was not in proper condition and evidenced deterioration, which allowed the metal ring to pass the strainer and enter the steam sump valve. The unit is under steris service contract and preventive maintenance does include a check of the strainers, however, the technician could not properly inspect the strainer because the user facility did not have a valve to turn off the steam to allow for inspection. The user facility has since installed a valve, which will allow the technician to complete the proper strainer inspection going forward. The operator manual states (pp. 1-2): "except for an emergency, do not open door when cycle is in progress. In an emergency, first stop cycle by pressing stop/reset touch pad and wait for water flow to stop. Hot water/steam may be sprayed through door opening if door is opened too soon." Operator manual further states (pp. 7-6): "in the case of a 'sump water temp too high' alarm: press alarm reply touch pad to silence alarm and call steris." The steris service technician reviewed the proper procedure for stopping a cycle and opening the chamber with staff present when he was on-site after the event. The user facility declined a formal in-service as they felt the technician's review was sufficient.

Event description:
The user facility reported that when the washer alarmed with a 'sump temp too high' alarm, the operator attempted to manually open the door, despite steam coming form the unit. He obtained a burn on his hand and sought treatment at the facility emergency room where the burn was dressed and bandaged. The user facility reports the employee has returned to work with no sustaining injuries.